Event description:
It was reported that an episode of nonsustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.